Event description:
Allegedly, eprd reported 5 new complications for poly liner procotyl p (5 infection events). Revision surgery. No further information was reported. This incident is capturing 5 infection events.

Manufacturer narrative:
Mpo was made aware of revisions with a stated indication of infection from a german registry report (eprd). Specific information for each event is not available. Infection is a known risk of any surgical procedure. Trending does not reveal an increase in risk level for this part family. There is insufficient information available to perform any further investigation.